Event description:
The customer reported high blood glucose levels. The reported blood glucose at the time of the call was 263 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. The customer stated that the drive support cap was flush. Advised the customer that a tubing clamp would be shipped to her for the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.